Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 2nd related complaint for needle hub separates on lot # 1053427. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Samples returned - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the consumer reported that when the needle shield of syringes from the box were removed, the needle hub assembly removed with the shield. Date of event : (B)(6) 2021. Sample : discarded.